Manufacturer narrative:
(B)(4). Batch # x95f9m. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the b8lt device was received with the packaging opened and the sleeve broken. In addition, the piece from the sleeve was returned inside a plastic bag. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Event description:
It was reported that pre-op to the laparoscopic hysterectomy procedure, when they removed from packaged and placed the obturator in the cannula, the cannula cracked in half. All pieces were retrieved and are ready to be sent in for analysis. A like device was used to complete the procedure. There were no adverse consequences for the patient.